Event description:
Loss of osseointegration - smoker, periodontal disease, primary stability was achieved, implant was completely covered by bone, immediate implantation, inadequate bone quality/quantity, pain, mobility.